Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information, corrected data and device evaluation. Correction: the reported device was not returned for this event. The following sections are being reported: b4: date of this report was updated. D9: device availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code were added: 4110 and 4114. H10: narrative/data was updated. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the implant dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar events. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for bone loss problems reported in association with implant failure have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided d4: lot number unknown / not provided a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that a patient was referred to evaluate the implant at tooth site #29. The general dentist saw the patient and the implant at tooth site #29 was successfully torque tested, but a pa showed radiolucency and the subsequent cbct showed compromised bone fill around the implant. There was a "halo" around the implant and it was barely attached to bone at site when removed. There was full thickness flap tissue around the implant. Removed the healing abutment. 3.9 trephine in the coronal 1/3 of implant. Reversed torque to remove implant and debrided the socket to remove the granulated tissue. There was a lot of granulated tissue and the dentist was careful in debriding the apical due to proximity to the mental nerve. All walls were intact but the dentist left a small soft spot on the apical border to spare the nerve. Advised that proximity to the nerve, there is a chance of paranesthesia. Grafted socket with bone/prf mixture. Covered with ossix and prf membrane.